Event description:
It was reported the bd unknown intima leakage at adapter tubing junction the patient was admitted to the hospital at(B)(6), 2024 with the chief complaint of pain in the upper and middle abdomen and was diagnosed with acute pancreatitis. At 16:40, the nurse gave the patient a good indwelling needle for blood specimen collection, found that the indwelling needle glycerin cap spiral segment oozing blood, thought it was not connected tightly, and then tightened it again, but still found that the blood leakage along the spiral segment of the heparin cap. The indwelling needle was immediately removed and replaced with a new one for blood collection and infusion. This resulted in the patient's second needle puncture and, at the same time, caused the patient to bleed.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.